Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID:(B)(4). Case status: open summary: npi 8100 222.4050 error. Case notes: problem description: 04/17/2018 05:13:01 (B)(4). Sn (B)(4). 8100 222.4050 error. Recommend replacing the ail and/or logic board to correct error. Unit still under warranty and would like to send in for repair. Gave number to com and let them know they open at 9:00am est.